Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. The customer was using the system with the repeater turned off. Repeater was turned on and the system's uninterrupted power supply was replaced. System was tested to factory's specs.